Manufacturer narrative:
Corrections: section h6 eval code conclusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer demonstrated a negative pacing deflection on the pacing stimulus and a loss of capture during atrial lead testing after the second tie-down of the lead. It was noted that prior to the tie-down, during testing of the atrial lead implant, capture was observed at a pacing output of 0.9 volts at 0.5 milliseconds. It was further noted that the lead tip and ring connections were confirmed to be properly attached. When the same lead and pacing cables were connected through the specific model of pacing system analyzer (psa) dongle to a mobile programmer application pacing system analyzer in the same configuration, normal capture was achieved with a threshold of 0.625 volts at 0.4 milliseconds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the analyzer had a loss of capture. The analyzer functioned as expected with the programmer. It was noted that the analyzer battery was dead. A new battery was installed. The analyzer passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.